Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) delivered inappropriate anti-tachycardia pacing (atp) and several shocks for what appears to be an atrial fibrillation with rapid ventricular response. No additional adverse patient effects were reported. This device remains in service.